Event description:
It was reported that there was error code 1703 on the patient handset. It was reviewed code 1703 indicated an out of regulation (oor) was triggered meaning that the implantable neurostimulator (ins) was unable to deliver the requested settings. The patient was called in and impedances were measured. The hcp found high and out of range impedances for some contacts on the left lead. They have now reprogrammed the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review indicates the report of high impedance was already reported in manufacturer¿s report #2182207-2022-02178. Any additional information regarding the event will be submitted as a supplemental submission to that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the root cause has not yet been determined, but seems that the connector has lowered down into the neck with heavy tension on the connector. Reprogramming resolved the oor. No further action is planned at the moment to resolve the high impedance.